Event description:
It was reported that pt complained about the lack of hearing in the implanted ear. During the first fitting on (B)(6) 2012, the pt had good access to sound, in (B)(6) 2013, at the second fitting he was also able to hear well, but a week later, he suddenly lost access to sound. The pt underwent surgery on (B)(6) 2013, during which the device was explanted.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.